Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture on the left ventricular (lv) channel. The loss of capture was observed after the patient received appropriate shock therapy for ventricular tachycardia (vt). After the shock, the device delivered biventricular (biv) pacing, and the loss of capture was observed after the biv pacing. It was reported the patient was hospitalized. This lv lead remains in service. No additional adverse patient effects were reported.